Event description:
This supplemental report is being filed to include device analysis information.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that over the past six months this pacemaker longevity had decreased from two years to only six months. Device analysis was performed and it was determined that the power consumption has been increasing over the last year. Subsequently, this pacemaker was explanted and replaced successfully. No additional adverse patient effects were reported.